Event description:
The account executive stated the bed folded up on a pt again over the weekend. He didn't know if anyone was hurt but does not believe so. He said the bed has been worked on a few times and the account wants this bed replaced. The account executive stated the bed has now collapsed with a very ill pt in the bed.

Manufacturer narrative:
The technician was at the account and found the bed did not collapse. He found that the head section ran up on its own. No injuries. Repairs have not been completed.